Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 155 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.